Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional later reported deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.